Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a4, a5, and a6: no information provided. Block h4: date of device manufacture year is 2019. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.